Event description:
Initially the pt had a trauma case in late nov. 2004 and vicryl was used with the wound left open. Postoperatively, swelling prompted placement of prolene over the wound and around the periphery, which was removed after 4-5 days, after which permacol was placed in dec. 2004 and the wound again left open with wet to wet dressings. After 4 days a vac system was used, and swelling went down at which time buckling of the permacol was noted. The excess was incised and removed and the permacol was sutured together. After 3 weeks the permacol was discolored and was disintegrating in the middle portion, but the periphery was still intact. No cultures for infection have been performed. Further surgery is planned.